Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that post bilateral intraocular lens (iol) implants, a patient sees a spike (no halos) around light sources at night. Light sources are perceived as "light wreaths" at night. In monochromatic light, the individual peaks of the spiked corera are interrupted again and again. Patient feels disturbed by night driving. The patient required removal of secondary cataract on (B)(6) 2016 (eye affected not provided). Cle op(clear lens extraction operation): ra (right eye) symfony toric on (B)(6) 2015. La (left eye) symfony spherical on (B)(6) 2015. Preop measurement visus (vision) cc (with refractive correction): ra 1.0, la 1.0 measured on (B)(6) 2015. Refraktion (refraction) on (B)(6) 2016: ra sph (sphere) -0.5 dpt (diopter) visus 1.0. La sph -0.25 dpt cyl (cylinder) -0.5 dpt 79° visus 1.0. Refraction on (B)(6) 2016: ra sph -1.0 dpt cyl -0.5 dpt 113° visus 0.8. La sph +0.5 dpt cyl -1.75 dpt 85° visus 0.8. Reportedly, both devices will not be returned as both remain implanted. No further information was provided. This report represents symfony, zxt150, serial number (B)(4). A separate report is being filed for symfony, zxr00, serial number (B)(4).